Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was giving him a reading of 124 but he was 370 mg/dl. Customer stated that his blood glucose started at 376 mg/dl and went to 400 mg/dl. Customer took 3.24 units of active insulin. The infusion set was blocked the last two times that he tried to bolus. Customer stated there was blood in the infusion line 2 inches from a previous set. It was determined that the customer was not adhering to proper protocol. Customer reset everything and took another bolus. Customer declined troubleshooting for high blood glucose because he changed the infusion set and his blood glucose is coming down. Customer was not wearing the sensor and was advised not to overcalibrate. Customer stated that his blood glucose was between 366-400 mg/dl at the time of the incident. Customer stated that there is blood at the site but it was not actively bleeding. Customer reported that the insulin flow blocked alarm was resolved by changing the complete set.